Manufacturer narrative:
The field service representative found the sample probe was clogged. He replaced the sample probe and the customer ran qc without any issues. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of a questionable hemoglobin a1c result from the cobas 6000 c501 module. The initial result was 7.2 % and the repeat result from another cobas c501 module was 5.9 %. The questionable result was not reported outside of the laboratory. The reagent lot number was 53137401 with an expiration date of 31-jul-2022.